Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Device malfunction. No trauma has been reported.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary.

Event description:
Device malfunction. No trauma has been reported. Access to sound has been affected. No further information has been made available.

Manufacturer narrative:
Damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. According to the information received from the explantation report the implant slightly rocked during explantation. An external mechanical impact might have weakened the fixation of the implant, consequently leading to electrode mobility. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Hearing performance with the device was affected. No trauma has been reported. The user has been re-implanted on (B)(6) august 31, 2018.